Manufacturer narrative:
Device evaluation: no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported the patient is having issues with both of his cadd legacy pumps. When customer tries to connect new cadd extension set tubing to either pump she keeps getting alarm -high pressure-, when she tries to prime the new tubing. Customer states that the tubing clamp is not down and there are no kinks in the extension set tubing. Customer states there are no obstructions to the tubing when tries to prime it. The new tubing will not prime with either pump. Because of this, the patient has not been able to change his cadd extension set tubing for the last 10 days (usually changes the tubing every monday, wednesday, and friday). Pump is currently running and patient has not had any changes in his breathing and no changes in his symptoms. Patient's infusion has been running without any interruptions in therapy per customer. Advised customer that we will send 2 new cadd legacy pumps; customer requests we send same day courier since this has been going on for a while now. Also advised customer we will have cnss reach out to her to see if they can assist in the meantime. No further information is available. No patient injury was reported.